Event description:
Protective ceramic tip at end of sheath on continuous flow cysto instrument shattered inside pt's bladder during procedure. Surgeon was able to irrigate all fragments from pt's bladder and verify visually that no fragments were retained.